Event description:
The customer was hospitalized for high bgs. The customer may have miscalculated. It was informed that the pump showed rewind and act pressed on display. Troubleshooting was performed. The pump would not advance to the next state. Instructed the customer to remove the reservoir and rewind to correct the concentration.